Event description:
It was reported that since implant, when stimulation was turned either on or off, the pt felt a constant tingling and vibration on the left foot. The pt visited her physician regarding this event as well as the company rep. The physician confirmed the tingling in the lower left extremity and reported that it was unk if the event was attributed to the device. The device was not reprogrammed successfully. It was planned to reprogram the pt on the next follow up visit. The pt had the leads surgically replaced in 2009.